Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead part of a system revision due to infection. Reportedly, the patient also had lead vegetation. The patient was in stable condition. There were no additional adverse patient effects reported. The rv lead was explanted.